Event description:
The ablation catheter never had contact force ablation capability. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter) mfg notified by site.